Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while priming. The customer also received the no delivery alarm while changing the infusion set. The customer's blood glucose was 227 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer stated that they received the motor position encoder error alarm as well. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. No excessive no delivery alarms were noted. Unable to confirm any other error alarms due to an erased history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.